Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where pyxis and medmanager were not integrated, causing the 'dispense from' location to not update automatically. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where pyxis and medmanager were not integrated, causing the 'dispense from' location to not update automatically. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication manager was not linked, and the 'dispense from' location did not update automatically. A technical support specialist suggested the fix of sending unloads followed by loads for the requested stations. The customer needed to coordinate with staffing and pharmacy. The system functioned as intended after the technical support specialist investigated the issue.